Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient with no relevant medical history prior to the procedure, underwent a ventral hernia repair with the device placed "underlay." After 15 days, the patient had a collection of fluid between the fascia and the mesh. Further surgery was required to drain the fluid. Additional information has been requested but not yet received.